Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the stent had been deployed from the balloon material. The balloon material was fully deflated but not correctly wrapped. Microscopic examination of the balloon material revealed evidence of crimp marks indicating that the stent had been crimped correctly onto the balloon. A visual and tactile examination of the shaft of the device noted that it was flattened for a distance of 29mm at approximately 320mm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, dislodgement occurred. Vascular access was obtained with a 6f non bsc sheath via the left femoral artery. The target lesion was located in the moderately tortuous and severely calcified left subclavian artery. During advancement of a 7.0x40x135 cm express ld vascular stent delivery system (sds) resistance was encountered and the device could not cross the target lesion. The express ld sds was unable to retract into the 6fr sheath. An attempt to remove the express ld sds and the 6fr sheath together as one unit was unsuccessful. It was noted that the express ld stent had moved on the delivery balloon. The stent was implanted at the external iliac artery. A kink was noted in the mid portion of the express ld sds. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, dislodgement occurred. Vascular access was obtained with a 6f non bsc sheath via the left femoral artery. The target lesion was located in the moderately tortuous and severely calcified left subclavian artery. During advancement of a 7.0x40x135 cm express ld vascular stent delivery system (sds) resistance was encountered and the device could not cross the target lesion. The express ld sds was unable to retract into the 6fr sheath. An attempt to remove the express ld sds and the 6fr sheath together as one unit was unsuccessful. It was noted that the express ld stent had moved on the delivery balloon. The stent was implanted at the external iliac artery. A kink was noted in the mid portion of the express ld sds. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).